Event description:
Report 2 of 2. It was reported that two bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives for c. Tropicalis. The following information was provided by the initial reporter: customer states molecular fp of c. Tropicalis for 3 vials. Customer only has information pertaining to 1 vial. 3 affected, customer only had information on 1 vial.

Manufacturer narrative:
H.6 investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 . It was reported that two bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives for c. Tropicalis. The following information was provided by the initial reporter: customer states molecular fp of c. Tropicalis for 3 vials. Customer only has information pertaining to 1 vial. 3 affected, customer only had information on 1 vial.